Event description:
Report received of "the empty evacuated container filled with blood broke when placed in the basket carrier". The pt was undergoing an unspecified procedure (not known if it was phlebotomy) that involved withdrawal of an unspecified amount of blood. It was reported that the empty evacuated contained was filled up with an unspecified volume of blood after the procedure was completed. The empty evacuated container was then placed in a basket carrier. It was reported that the "bottle broke and blood splashed all over the wall and the nurse". It was not known what part of the nurse's body was affected. There was no pt contamination reported. It was not known if any visible cracks were present before use or if there was physical damage observed to the container post procedure. It was reported that the nurse "washed the blood off". The nurse was seen by the hosp employee health staff. The incident was reported to the infection control dept. The nurse has undergone routine laboratory tests per protocol. The nurse did not experience any adverse effects. The pt was medically stable and was sent home the same day after the outpt procedure was completed. Add'l info was requested, but no further info was available.